Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient alleged that her onetouch ultra meter would not turn on. The cca resolved the perceived issue; the patient had reportedly inserted the battery incorrectly. The patient alleged that after the issue occurred in late 2008, she became shaky and dizzy. Time frame between testing and symptoms was not provided. The patient, whose regime is oral diabetes medication, self treated with food. The cca replaced the products. Because the patient reportedly had a symptom that meets the criteria of serious injury after the perceived issue, the complaint is reported.